Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced intermittent stimulation. She did not feel stimulation as much and the stimulation stopped 6 months ago. There were no fails or trauma. The impedance measurements were normal. The healthcare provider confirmed that the patient developed an infection at the surgical site. The device was explanted on (B)(6) 2010 and the patient recovered without sequela.